Manufacturer narrative:
(B)(4). The customer will not return the device for evaluation. Therefore, no root cause can be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
A vyaire representative reported auto start, ventilator inoperable and transducer fault alarms on the vela ventilator. The representative confirmed that there was no patient involvement associated with the reported event.